Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they experienced low blood glucose on (B)(6) 2018 with blood glucose of 50 mg/dl at the time of the incident. The customer was at 300 mg/dl after treating the low and due to active insulin in their body. The customer was at 161 mg/dl at the time of the call. The customer was given food and glucose tablets to treat. The customer was wearing the insulin pump during the incident. Troubleshooting was completed but did not resolve the issue. The customer also reported another low on (B)(6) 2018 when they were driving and needed emergency medical assistance. The insulin pump will not be returned for analysis.